Event description:
Report received of doctor stating pump underinfusing. In catheter dye study, hcp observed dye flowing backwards into the pump reservoir. Follow up with treating hpc revealed pump had stopped working about 2 weeks before the report. Patient receives fudr with cycle of 2 weeks on and 2 weeks off. Residual volume was expected to be 14cc but 30cc was found, and pump was deemed to be underinfusing. Dye study was done. Pump was explanted and returned to manufacturer for analysis. Pump was not replaced due to progression of patient disease. Follow up with hcp doing dye study revealed- hcp stated he started injection with 10cc syringe per procedure and noted a tiny amount of contrast up to tip of catheter and could see catheter tip was embedded in a clot. Contrast stopped and hcp switched to 3 cc syringe and then to 1cc syringe to try to exert more force to move clot. Hcp felt a "pop" and contrast began returning into the body of the port. Hcp has xray views that show contrast is not free in the pump pocket.